Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient mentioned that she has some stimulation going through her body that shouldn't be there. The patient stated that yesterday she was kind of feeling sick to her stomach and she threw up and has been having these electrical pulses and shocks ever since shooting through her ins. The patient said she had turned the stimulation down to 0.0 and turned the stimulation off, but she was still having shooting pain through her body. No further complications were reported. No additional patient symptoms were reported.